Event description:
The customer reported that the system would display a generator error message and would not produce fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the high voltage cable and the monoblock as well as aligned the beam and performed a filament calibration. The system was tested and found to be working as intended and put back in service.